Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring. Unit received with cracked case at display window corners and case at reservoir tube window corners. Unit received with minor scratches on case at lcd window. Unit received with broken belt clip slot.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir compartment broke off a few months prior to the initial call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.